Manufacturer narrative:
Device evaluation: 1 x spsof-5-5 of unknown lot number was unavailable for return to cirl for evaluation. This file is related to (B)(4) (emdr ref # 3001845648-2020-00318) which was created for the break in the shaft of the catheter of a pc-5 device. Documents review including IFU review: prior to distribution all spsof-5-5 devices are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for the spsof-5-5 device could not be completed as the lot number is unknown. As per instructions for use, ifu0055-4, intended use section: ¿this device is used to drain obstructed pancreatic ducts", as per the notes section ¿do not use this device for any purpose other than stated intended use.¿ there is evidence to suggest that the user did not follow the instructions for use as the stent was placed in the biliary duct. It may also be noted that an incorrect wireguide was used with the device. Root cause review: a definitive root cause can be attributed to the off-label use of the device, when the device is outside its stated intended use, in this case placed in the biliary duct, it may lead to outcomes that were never intended or studied. It may also be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per information stated a 0.025" wire guide was used. Summary: complaint is confirmed based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. A part of the pushing catheter used with this stent came off during the procedure, this piece was removed from the patient with forceps in the same procedure, it is possible that the use of the spsof-5-5 stent off-label contributed to the issue of the broken pc-5 which has been investigated under (B)(4) (emdr ref # 3001845648-2020-00318). Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This is a final report. The investigation was completed on 20-nov-2020 and the results and conclusions are outlined in section h. Additional pr created for the placement of the spsof-5-5 stent with an incorrect wire guide in complaint MDR reference # 3001845648-2020-00318. One part of the product came off during procedure - ths piece remained at first in the patient - could then be removed. Device has been discarded. "As per complaint form": one part of the product came off during procedure - this piece remained at first in the patient - could then be removed. Device has been discarded.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Additional pr created for the placement of the spsof-5-5 stent with an incorrect wire guide in complaint MDR reference # 3001845648-2020-00318. "As per complaint form": one part of the product came off during procedure - this piece remained at first in the patient - could then be removed device has been discarded.